Event description:
It was reported that water leaked from a ceiling pipe on cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) had been near a leaking water pipe. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was no water damage present. Device passed the performance and safety checks according to factory specifications.